Event description:
The plaintiff, alleges developing serious, severe and permanent bodily injuries, including but not limited to, the development of latex hypersensitivity, asthma, respiratory problems, hives, dermatitis, diarrhea, vomiting, confusion, throat soreness, fatigue, extreme discomfort, depression and emotional distress, all of which are or may be of a permanent, continuing, life-threatening nature. Furthermore, plaintiff suffering significant pecuniary damages resulting from lost wages and expenses incurred to treat plaintiff's condition. Finally, plaintiff's spouse alleges to have suffered and will suffer the loss of spouse's services, consortium, financial support, and the care and comfort of plaintiff's society.